Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01572; 3005168196-2018-01573.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod packing coils (podjs). It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, three podjs unintentionally detached inside a lantern delivery microcatheter (lantern). Therefore, the physician removed the lantern containing the detached coils and removed the coils after each unintentional detachment occurrence. It is unknown if the coils unintentionally detached while being advanced or retracted. The procedure was completed using the same lantern and additional podjs. There was no report of an adverse effect to the patient.